Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported insulin was squirting out from the insulin pump during manual priming and the device was not recognizing the reservoir. Customer's blood glucose was 96 mg/dl. Customer was not wearing the device during priming. There was no gap between the piston and reservoir stopper during priming. The customer was unable to get out of the rewind process to check units remaining in the reservoir on the insulin pump screen. It was stated the customer did receive a compromised force sensor system error alarm before calling in. The drive support cap was protruded. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to prime during the prime test and pump alarmed during the basic test due to a loose/protruded drive support disk. Unable to perform occlusion, or excessive no delivery tests due to the alarm. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.